Manufacturer narrative:
The customer reported that during the treatment the patient responded to treatment with blisters. A field service engineer (fse) visited the account to evaluate the system. After evaluation, it was found that system operated within specifications. It was also found that the water level in reservoir was very low. There were no leaks found in the system. A fse refill water and retest the system and everything was tested ok without leaks. At this point, the reason for low water level was not identified.

Event description:
On (B)(6) 2018 the laser dermatology account in australia reported that a patient responded with blisters to laser treatment.

Manufacturer narrative:
Investigation: treatment parameters used on these patients (ss: 18mm, fl: 14j/cm2, pw: unknown, dcd: 20/20) during treatment were not within normal limits. Patients presented with circular burns. (B)(6) qa was unable to obtain information pertaining to patient status, despite repeated attempts. Should additional information become available at a later date, this complaint report will be updated accordingly. (B)(6) fse evaluated the laser system on (B)(4) 2018 and reported the following: faults logged: f5.1=1, 6.5=5, 22.1=3 & 26.1=4. 18mm distance gage burned on both sides. One of the window holders is melted. The window in it was clean except for discoloring from the holder melting. Customer stated they rarely use more then 20ms dcd spray. All energy readings are within candela specification. <1% deviation with 2.6% ramp up on the laser heads. Dcd spray is centered and function properly. Checked fiber/slider anomalies and found no problems with all optics including fiber & slider. Demonstrated to the customer how 40 and 50ms spray fills the 18mm completely. Performed calibration and dcd verification procedures per candela specs. Unit meets all candela specifications. Conclusion/root cause: based on the information provided, the most probable root cause of reported problem can be attributed to user error: treatment parameters. Treatment parameters as patients were not treated per the recommended guidelines in the clinical treatment guide. Patients was treated with lower then recommended dcd settings: user error: maintenance. It is possible that the distance gauge window was not properly cleaned or reinstalled correctly which would contribute to dirty/damaged windows during treatment as listed in the maintenance section of the gmax­ pro operators manual. Corrective & preventative action: no patient recovery information has been provided at this time. Should this information become available, this complaint record will be updated accordingly. Laser evaluated and verified to be operating within specification. A review of complaint trend reports for the account associated with the root cause identified no negative trends currently present. No further corrective actions required for this complaint at this time. Will continue to monitor reported issue through tracking and trending activities.